Event description:
It was reported that high metallic abrasion could be seen in x-ray. Metallic particles were not retrieved from the patient.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided.no further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. The evauation revealed a gouge mark at the end of the tip. The most likely cause of this is applyiing leverage force resulting in improper alignment that is not coaxial with the guide set-up. Device history record revealed nothing relevant to this event.this is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.